Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) went from three and a half years to one year longevity remaining in a span of four months. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) went from three and a half years to one year longevity remaining in a span of four months. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. A new device was then implanted. No additional adverse patient effects were reported.